Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results were obtained from two patient samples collected from two different patients tested on a vitros 5600 system. The definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Historical quality control data shows acceptable performance, however, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, a reagent issue cannot be entirely ruled out as a contributing factor. In addition, the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from patient samples collected from two different patients tested on a vitros 5600 system. Patient 1 vitros tropi es result 0.070 ng/ml versus the expected result <0.012 ng/ml. Patient 2 vitros tropi es result 0.075 ng/ml versus the expected result <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es patient results were reported from the laboratory and corrected reports were issued. There were no reports that treatment was altered, initiated or stopped based on the higher than expected vitros tropi es result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).